Manufacturer narrative:
MDR 3003442380-2024-03529 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set was fell off during use. The infusion set was in use for 2 and half days. Patient replaced infusion set and resumed insulin successfully. No further information available.